Event description:
It was reported that the patient presented to a procedure. During the procedure, the right ventricular lead exhibited high thresholds and loss of capture. The lead was not used. The patient was recovering.

Manufacturer narrative:
The reported events of failure to capture and unacceptable capture threshold were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing was normal.